Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported problem of error 23138 on yaw was confirmed in the field logs but could not be replicated in fa. The unit passed all standard pftp tests and was able to drive multiple instruments on the system. Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system received error at startup and arm 4 would not turn on with error 23138 displaying. No troubleshooting was completed, system was not connected to onsite and system was being moved. The procedure was aborted to another dv system. There was no report of patient involvement or reported injury.